Event description:
It was reported the pt was involved in a car accident on (B)(6) 2014 and noticed her ipg is moving. It was also reported the pt's ipg site is sore. The pt will contact the physician if the issue(s) persists.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.